Event description:
It was reported that on (B)(6) 2009, the patient had a 3.0 x 12 mm promus stent implanted in the proximal left anterior descending (lad) coronary artery due to angina and the patient was discharged the following day. On (B)(6) 2014, the patient was hospitalized for respiratory failure, atrial fibrillation, end stage cardiomyopathy, and end stage kidney disease. The patient underwent hemodialysis and treatment with medications. On (B)(6) 2014, the patient expired due to kidney disease and cardiomyopathy. There was no additional information.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported device malfunction and the product was not returned. The reported patient effects of shock and death, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.